Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's right eye, however, it was removed as the haptic came off when the surgeon tried to straighten the lens inside the eye. The incision was enlarged and another lens of same model and diopter was used as the replacement. There was no patient injury reported. Patient was reportedly fine post operation. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.